Event description:
The patient reported there were changes in her stimulation. A sjm representative tried reprogramming, without success. The patient stated, she had fallen recently. X-rays identified the paddle lead had moved. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.